Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not address the bg level, "they monitored their bg using their cgm and their bg eventually went down". Reportedly, the customer was using a non-tandem charging cable and wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall adapter. The customer continued to use the pump for insulin therapy.